Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue.

Event description:
It was reported that during preparation for cataract surgery, the surgeon applied pressure to express some amvisc to ensure that the air was purged; the cannula from the viscoelastic device came loose and spilled. There was no injury to the pt. The device was discarded.